Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to low blood glucose on (B)(6) 2021. Blood glucose at the time of event was 35 mg/dl. Current blood glucose was 88 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not use auto mode feature at the time of low blood glucose event. Customer was treated with intravenous drip. The insulin pump will not be returned for analysis.

Event description:
This case is for the (B)(6) 2021 incident. Please see (B)(4) for the (B)(6) 2021 incident. It was reported that the customer had a low blood glucose of 45mg/dl on (B)(6) 2021 at 9:30am and emergency medical service treated her at her home with dextrose-10. Customer also mentioned the (B)(6) 2021 incident of low blood glucose of 25rmg/dl at 01:00 and emergency medical service treated her at her home with dextrose-10. Customer alleged over delivery for both incidents. Customer had used the same new vial of insulin for both the (B)(6) 2021 and the (B)(6), 2021 incidents. Pump was used at the time of the incident. Auto mode was not used. The pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information has been updated and provided in b5 section of this report.

Manufacturer narrative:
Retainer ring = black customer returned device for an alleged possible over delivery and ems dispatched for low bgs found on (B)(6) 2021. The device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at (B)(4) inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the device history on the event date of (B)(6) 2021, there is no unexpected alarms/suspends and found manual bolus/bolus wizard delivery of dailytotalofbolusinsulindelivered = 16.7 u bolus. (B)(6) 2021 11:57:38.000 normal bolus delivered normal bolus amount programmed = 1.5 bolus amount delivered = 1.5 (B)(6) 2021 14:07:06.000 normal bolus delivered normal bolus amount programmed = 6.5 bolus amount delivered = 6.5 (B)(6) 2021 17:25:58.000 normal bolus delivered normal bolus amount programmed = 3.7 bolus amount delivered = 3.7 (B)(6) 2021 19:00:36.000 normal bolus delivered normal bolus amount programmed = 5 bolus amount delivered = 5. The device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.1 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The device passed all the required testing. Unable to verify customer alleged for low bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible over delivery was not confirmed. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.